Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was reprogrammed in an attempt to help with the battery depleting quickly and having to recharge more often. The patient stated the reprogramming worked and the patient is currently only having to recharge once a week. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they have been having to charge their implantable neurostimulator (ins) constantly and noted that the ins seems like it is depleting quickly. The patient stated that for over a month now they have been having to charge the ins just about every day, and each day they check the ins battery level, they notice that it is just about empty. They mentioned that they haven¿t been having any pain. The patient indicated that they charged their ins on the sunday prior to the report to 100%, and the ins was down to 30% last night. They mentioned that they get excellent recharge quality and charge to 100%. The patient confirmed that they have not had any falls or trauma. They stated that the ins battery is sticking out closer to the top of their skin because they lost a lot of weight. The patient noted that they went from 209 pounds to 150 pounds. They added that the ins is sore to the touch after losing the weight. The patient indicated that the issue began about the first of last month. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.